Event description:
The account alleged that the knee section will not function. After troubleshooting, the account found that the knee section was lowering on its own to the down position.

Manufacturer narrative:
The account found the left siderail was causing the issue. The account is ordering a siderail to repair the bed. Repairs have not been completed.